Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bd/alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr the patient received correct volume and there was no patient harm patient was at risk of harm due to clinical decision making related to the inaccurate data FDA safety report ID # (B)(4)." Medwatch report also stated; concomitant medical rx meds lipids. It was reported that the device sent the wrong volume data to the patients electronic record during a lipid infusion. The customer further stated that decision making for the patient's care is made based on the data sent to the patients medical record by the pump. Inaccurate data could lead to changes in care and is viewed as a serious medical event. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional patient information; diagnosis: prematurity, bpd. Pda fenestrated asd x2, with l>r shunt, liver dysfunction, pvl and white matter damage on multiple hus, veeg with some abnormality, hypospadias, bilateral inguinal hernias.

Manufacturer narrative:
No product will be returned. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bd/alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr the patient received correct volume and there was no patient harm patient was at risk of harm due to clinical decision making related to the inaccurate data FDA safety report ID # (B)(4)." Medwatch report also stated; concomitant medical rx meds lipids.